Event description:
The colonoscope was intubated through the guide wire catheter. After the guide wire passed through the stenosis, the stent was implanted along the guide wire to cross the stenosis. The stent could not be released after 2 centimeters. The gun was fired from behind. Even after the handle is broken, it cannot be pushed and pulled to release. After replacing the bracket, the bracket can be released normally. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. At what stage of the procedure did the complaint occur? During stent placement evolution 2. What endoscope type and channel size was used? Olympus 260 colonoscopy with 3.7mm working channel diameter 260 3.7mm 3. What was the position of the elevator? Was it opened or closed? None elevator 4. Details of the wire guide used (diameter, type, make)? Metii-35-480 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? No. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Splenic flexure of the colon 8. How long was the stent in the patient by the time this complaint occurred? None 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided IFU 10. If yes, how often was this completed? No information provided 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? N/a 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No information provided 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. N/a stricture information: 1. What was the length and diameter of the stricture? 4cm long, diameter like silver lining 4cm 2. Where was the stricture located in the body? Colonic flexure of the spleen 3. Was there resistance felt passing wire guide through stricture? Yes, after repeatedly attempts to cross the stricture. 4. Was there resistance felt passing the evolution through stricture? Yes 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? No information provided 2. Was resistance felt during insertion into patient? If yes, at what point? Yes, descending colon almost to the splenic flexure stenosis. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Stent can no longer deployed after 2cm stent already released. 2. Was the directional button pressed during use? Yes = 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No.

Manufacturer narrative:
PMA/510(k) # k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.